Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a procedure to implant an 8/6mm amplatzer duct occluder (ado), the device embolized after it was released from the delivery cable. The ado was percutaneously snared and removed. The procedure will be rescheduled at a later date.